Event description:
It was reported that the tip of navigation pin broke off during removal and was left in the patient's tibia just under the keel of the tibial baseplate. No additional treatment was prescribed for the patient as a result of this event.

Manufacturer narrative:
The pin fragments were not returned to the manufacturer for investigation. If further information is forthcoming, a follow up report will be filed.